Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint #(B)(4). Actual device returned and evaluated. During sample evaluation the plate was able to open and close without any problem. Tie strap did not interfere on the correct function of the locking mechanism. However, it was found that the lower hinge of the plate was broken. The lower hinge of the plate was possibly broken by final user handling after the manufacturing process was completed.

Event description:
It was reported by that the reservoir was broken and it became unable to lock after an unknown procedure in which the reservoir was placed. The situation was as follows: when trying to re-lock the reservoir after emptying exudate at the ward, an unusual sound as if something was broken was heard. Then, the reservoir could not be locked. The surgeon guesses that the locking mechanism of the reservoir was broken. There were no adverse consequences to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA:(B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.